Manufacturer narrative:
Quality-safety evaluation of ptc: quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and genital haemorrhage ("abnormal heavy bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included ex-smoker and alcohol use. On (B)(6) 2012, the patient had essure (ess205) inserted. On (B)(6) 2013, 11 months 21 days after insertion of essure (ess205), the patient experienced dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain lower ("severe lower abdominal pain, pain, abdominal lower right side"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), other injury(ies) or complication(s) please describe: prolonged abnormal menses"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), amnesia ("psychological or psychiatric problems condition: memory loss and confusion") and confusional state ("psychological or psychiatric problems condition: memory loss and confusion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("prolonged abnormal menses"), abdominal pain ("severe abdominal cramping"), dyspareunia ("dyspareunia"), migraine ("migraines /headaches"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("migraines /headaches") and complication of device insertion ("they only inserted one essure coil. The other fallopian tube was already blocked with scar tissue"). The patient was treated with surgery (laparoscopic partial hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, abdominal pain lower, migraine, vaginal haemorrhage, menorrhagia, fungal infection, amnesia, confusional state and headache had resolved and the genital haemorrhage, menstrual disorder, abdominal pain, dyspareunia, vaginal infection and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, complication of device insertion, confusional state, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2013, hysterosalpingogram showed successful occlusion in one fallopian tube. Other tube had previously been occluded with scar tissue. On (B)(6) 2013, transvaginal ultrasound sonohysterogram showed prior to the performance of the sonohystogram, the endometrium was visualized and measures 7.4 mm. After catheterization, fluid was instilled into the endometrial cavity where no obvious masses were demonstrated. Sonohistogram was negative for polyps or fibroids. Right ovary measures 3.4cm. Left ovary not visualized. Fallopian tube occlusion device is seen on the left and follow up hsg was never completed. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, vaginal discharge, pelvic pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication updated, onset and removal dates, treatment medications, new events vaginal haemorrhage, menorrhagia, fungal infection, amnesia, confusion, headache and complication of device insertion added. Outcome for the events vaginal haemorrhage, menorrhagia, fungal infection, amnesia, confusion, migraine, headache, dysmenorrhoea, pelvic pain, fatigue and abdominal pain lower added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-nov-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on or about 2004 or 2005 for permanent contraception. Approximately three months after the essure procedure, plaintiff had an hysterosalpingogram hsg test that confirmed full occlusion of her fallopian tubes. The following year, she began experiencing symptoms, which included: severe, abnormal menstrual pain, abnormal, heavy bleeding, prolonged, abnormal menses, severe abdominal cramping and fatigue. In or about 2007 or 2008, she began experiencing symptoms, which included: severe lower abdominal, pelvic pain, dyspareunia, migraines and vaginal discharge/infection. Plaintiff and her physician discussed her treatment options and on (B)(6) 2013, she underwent a tubal ligation surgery, following her surgery, the bleeding worsened, and in (B)(6) 2014, she was forced to undergo a laparoscopic partial hysterectomy, while most of her symptoms have resolved, since the partial hysterectomy, others remain. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.